Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The manufacturer¿s field service engineer (fse) remotely recommended to replace the touch screen to address the reported problem. The customer reports that replacing the touch screen corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the touchscreen recognized touch, but not the correct button. There was no patient involvement.